Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that patient experienced pain and discomfort at the ipg site. No falls or trauma were reported. Surgical intervention was undertaken on (B)(6) 2023 wherein the physician manipulated and revised the ipg pocket site. No product was removed. Therapy was restored.